Manufacturer narrative:
(B)(4). Pump received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. The pump was received with a cracked case (battery tube), and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on screen and on the back at the battery compartment. ¿the insulin pump clip was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.